Event description:
A surgeon reported that after cracking the lens, a tear in the capsular bag from the anterior capsule around to the posterior capsule was noted during a laser assisted cataract procedure. The cataract was removed and an anterior vitrectomy was performed. An intraocular lens was placed in the sulcus. The surgeon noted that a capsulotomy tag caused the tear. Additional information provided states that the patient was seen in follow up and is doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No additional information was obtained. Based on quality assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).